Event description:
It was reported that a pump was programmed to deliver 250 ml of heparin at a rate of 44 ml/hr, however, the customer stated that the pt did not receive any medication and the pump did not alarm. It was also reported that the pt's ptt level was observed to be low. The customer stated that in response, "the pt received a bolus of heparin and an increase in the heparin drip."

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. The device also passed additional flow rate tests. Upstream occlusion and down stream occlusion tests were performed per the sigma preventive maintenance procedure with the unit passing. Review of the device history log shows that during the last heparin infusion segment, the pump alarmed for infusion complete on 3 occasions, each was followed by the reprogramming of the vtbi and suggests that 3 new IV containers were hung during this infusion segment. It is possible that a total of 3 different heparin containers were delivered to the pt, and that when a new IV container was hung, it was perceived that the prior container was not delivered to the pt. This device was returned with wireless battery module (B)(4).